Event description:
The patient's skin had red circular shaped marks in same pattern as the perforations on the bair hugger blanket. The blanket was discarded at end of surgery and was not available for testing.